Manufacturer narrative:
The returned product was evaluated, yielding results within specifications.

Manufacturer narrative:
Patient information with regard to sex, age, and weight was not provided. The patient was referred to a specialist for removal of the broken instrument. The broken instrument was removed by an endodontist. Amoxicillin was prescribed by the endodontist. To date, the patient is doing well. The device was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that a k3 engine file had broken during a patient's procedure.